Event description:
It was reported that a user experienced signal loss of dexcom g7 glucose data to the ilet while glucose readings continued on the dexcom mobile app, after the user toggled between g7 and g6 and re-entered the pairing code; the ilet displayed a sensor pairing state and the agent advised that display could take up to 30 minutes and to wait an additional 15 minutes, noting expected latency between ilet and mobile app displays. Symptoms included no adverse physiological effects and stable glucose. Outcomes included no medical intervention, no hospitalization, and no alerts or alarms. Investigation included user education and guided troubleshooting to confirm pairing status and expected display latency. Investigation of this case revealed a transient communication and pairing delay between the cgm and the ilet with normal operation of the mobile app, consistent with expected synchronization latency and signal recovery behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated configuration changes leading to temporary communication delay that resolved with time and standard pairing procedures.